Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation and short proximal aortic neck. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to occlusion of device and surgical conversion.

Manufacturer narrative:
Lot/serial number was not provided, therefore, a review of the manufacturing records could not be conducted. Further information was requested but not available. Images were sent to gore for analysis. The imaging investigation is in process. Further information will be provided. (B)(4).

Event description:
On (B)(6) 2017, a patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2017, the patient presented to the hospital where a large ¿birdbeak¿ in the gore® excluder® aaa endoprosthesis was noticed. Reportedly, it looked like the device was pinched off. The patient reportedly had a short, angulated aortic neck. The physician suspected the device was deployed (on the angle) and the forces of the aorta compressed it against the aortic wall, causing an excessive proximal type I endoleak. On (B)(6) 2017, the device was explanted and an aorta bi-fem bypass procedure was performed. The patient tolerated the procedure.